Event description:
It was reported that during preparation for the pta/stenting treatment procedure, the stent dislodged from the express biliary sd delivery catheter. The device was not used in the procedure. A new stent was successfully implanted.